Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that no alarm message was displayed on the screen of a smiths medical cadd legacy plus pump, but an alarm kept sounding. The patient checked the product, however, no anomaly was detected. The patient removed the batteries and reloaded them, but the alarm sound continued. The pump was still functioning. Assuming from the above phenomena, it was a "no message" alarm and there was no patient injury.